Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Replace with concomitant medical products: mcs-p3-26-aoa transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.